Event description:
It has been further mentioned that a blayco disposable grounding pad was initially used and unsuccessful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).